Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that while power cycling the system is stuck at zeros system would not boot up. Review of the system log file showed that the possible flexvision error. Upon further troubleshooting actions, the fse identified that the reinstallation of flexvision software is required. Fse re installing the flexvision software. After re installation of flexvision software, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that, system was unable to boot-up. System was not in clinical use. No harm has been reported to philips.